Event description:
The pt underwent a percutaneous coronary intervention requiring an 8f sheath. The angio-seal deployment was without difficulties. The pt developed a retroperitoneal bleed, which required blood transfusions, fresh frozen plasma and medication to stabilize blood pressure. Additionally, vascular repair was necessary. The arterial puncture was to the common femoral artery, properly positioned. The suture knot and collagen were found extravascular.